Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample did not confirm the reported condition of a cut on the inferior tube. A leak test was performed and no defect was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
The customer reported to baxter (B)(4) a buretrol set with a cut on the inferior tube. The condition was noticed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.